Event description:
Sorin group (B)(4) received a report that, before going on bypass, the pump stopped. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, before going on bypass, the pump stopped. There was no pt injury. The motor was returned to sorin group (B)(4) for eval. The eval found that inside the motor, a stud had come loose which caused the reported problem. It is unk if the stud became loose during the mfg process or at the customer site. The customer received a replacement part. No further action is deemed necessary.